Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making a grinding noise and vibrating. It was further observed that the straining ring was out of alignment and the device did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported from that prior to surgery, it was observed that the quick coupling for k-wires device was not connecting to the unit. During in-house engineering evaluation, it was observed that the device was making a grinding noise and vibrating. It was further observed that the straining ring was out of alignment and the device did not function. It was reported that there were no delays to the surgical procedure. A spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.